Event description:
It was reported that at a repositioning attempt, the helix would not extend. Oversensing was reported. The lead was explanted and subsequently tested out of specification. No patient complications have been reported as a result of this event.